Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The event occurred within few hours of insertion. The insertion site was lower back. The infusion set was in use for two day. The blood glucose level was high (410mg/dl) and the patient was treated with pump. No further information available.